Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an irritation under her breasts and on her arms. The patient's physician provided the patient a cream to use. Follow-up indicated that the irritation had improved.